Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date, should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the primary pack was torn. A photograph was provided depicting the reported complaint issue.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date, should additional information become available, a follow-up report will be submitted.

Event description:
It was reported the primary pack was torn. A photograph was provided depicting the reported complaint issue.

Manufacturer narrative:
Received product sample and confirmed it was a convatec product. Product was unused and in the primary pack and did appear to be torn based visual inspection. The product will be sent to the original equipment manufacturer (OEM) for further investigation. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
An unused product was returned on 12/21/2016. The primary pack did appear to be torn based on the visual inspection. A review of the last three product monitoring reviews for trends indicated that there were no trends for this issue on this product. Historical complaint data from december 2014 to december 2016 was reviewed as it relates to reports of this product. A total of three (3) complaints, including this one, were reported. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).